Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. Customer completed the load process with assistance from technical support, insulin resumed correctly, and an accurate fill estimate was shown.